Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a0501 captures the reportable event of handle detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the preparation, a part of the handle was found to be detached. The procedure was successfully completed using another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the preparation, a part of the handle was found to be detached. The procedure was successfully completed using another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of handle detachment of device or device component. Block h2: correction: initial reporter phone: (B)(6). Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the ligator housing was returned without packaging. Additionally, the handle was examined, and no detached components were identified. A review of the provided images was also performed; however, due to the image quality, it was not possible to determine whether the reported detached component originated from the handle. As a result, the reported event could not be confirmed through product return testing. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Further analysis of the returned device did not reveal any visual abnormalities or damage. No detached components were observed during inspection, and the unit did not show evidence of the alleged issue or any defect that could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.